Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call radio frequency pic failed self-test and device software error on the insulin pump. Customer's blood glucose level was 202 mg/dl. Troubleshooting for radio frequency pic failed self-test was performed. Customer advised this was the first occurrence of this alarm. Customer advised in the morning they received the device software error. Customer performed and passed the self-test. Customer was advised to monitor the insulin pump and call back if issue persisted.